Event description:
The customer reported a failure to boot up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and verified the failure. The issue was determined to be a failure of the optical switch. The optical switch was replaced to resolve the issue. The device remains at the customer's site.